Event description:
It was reported when using the bd pyxis medstation es system unexpectedly went on critical override, preventing user from removing the required medications and delaying patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station critical override was due to network port. A technical support specialist deployed the remote support service package. Informed customer to work with hospital information technology department to resolve the port issue. The system functioned as intended after the technical support specialist troubleshooted the device.